Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin, gentamicin and ceftazidime (intraperitoneal) for peritonitis. On an unknown date, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient has recovered from the event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.